Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the system 1 did not generate any audible tones when powered on or when an alarm was generated. The light emitted diode (led) on the front of the power manager board was illuminated green, indicating the power manager passed on self diagnostic. As a result, an alternate device was employed. There were no reported blood loss, no delay and no adverse consequences to the pt as a result of this event. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) installed a new speaker into the system 1 and the system 1 is now functioning properly. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.